Event description:
Description of event according to complainant: "they were retrieving the filter. On the scout image, they only saw 3 of the primary celect filter limbs. The 4th limb was visible on the implant date ((B)(6) 2009). They retrieved filter and the 4th limb was not on the actual filter itself. They looked for it with a CT scan and it was not visible in the chest, abdomen or pelvis areas. They believed the patient passed it at one point or another." Patient outcome: as far as the customer can tell, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The investigation is in progress.